Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of replace battery now alarm. The customer's blood glucose reading was 16.7 mmol/l. The customer received the alarm at 4am in the morning with no prior low battery alerts. The customer reported no cosmetic damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received missing the retainer and reservoir tube o-ring; unable to perform the displacement test and occlusion test due to missing retainer. Detailed trace analysis has confirmed the insulin pump alarmed low battery and alarmed power system error was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No unexpected replace battery now alarms noted. The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement. The insulin pump had scratched case, serial number label fading, pillowing keypad overlay, minor scratched lcd window and missing the end cap address label.